Event description:
We were informed on 01 january 2024 that the patient underwent a procedure in which medtronic deep brain stimulation leads and lead extensions were explanted due to infection. Please note this is not a device manufactured by (B)(6). The explant occurred on (B)(6) 2023 by dr. (B)(6) at (B)(6), australia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).